Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia which required repair and temporary hemodialysis. However, there is no objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The patient reportedly developed the hernia after starting pd therapy. Hernia is a well-known potential complication in pd patients due to the physiologic increase in abdominal pressure from the dialysate during pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they were in the hospital due to hernia. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient had an existing abdominal hernia for several months which they developed after starting pd therapy. The hernia was being monitored but on (B)(6) 2019 the patient was experiencing abdominal pain and as a result went to the emergency room. The patient was admitted into the hospital and underwent abdominal hernia repair (exact date not provided) and then was transitioned to hemodialysis as they recover. The patient was discharged on (B)(6) 2019. The nurse stated the patient is expected to remain on hemodialysis for several months and will resume pd therapy at some point in time in the future.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.